Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, the device was not activated with the control switch. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.